Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that the rotapro and rotawire became entrapped. A 1.50mm rotapro and rotawire were selected for procedure. During removal, the rota burr got stuck with the rotawire. The stuck was unable to release, so the rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with these devices. There were no patient complications were reported.